Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address articular surface implant fracture and polyethylene wear approximately fifteen (15) years post-operatively. The articular surface and patella were removed and replaced. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen inset standard cemented all poly patella size 26mm. Catalog #: 00597206526 lot #: 61399491, unknown natural knee femoral component catalog #: ni, lot #: ni, unknown natural knee tibial tray catalog #: ni lot #: ni, g2 - report source - foreign: the event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, b7, d10, g3, g6, h2, h6, h11. D10 - concomitant devices - nexgen inset standard all poly patella 26mm catalog #: 00597206526 lot #: 61399491, nexgen precoat femoral component size e right catalog #: 00575001502 lot #: 61226847, natural knee nonporous stemmed tibial component size 1 right catalog #: 630701210 lot #: 61249588.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address articular surface implant fracture and polyethylene wear accompanied by pain approximately fifteen (15) years post-operatively. The articular surface and patella were removed and replaced. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were updated: h4. Visual evaluation of pictures provided confirmed the articular surface exhibited signs of wear, however, no evidence was provided to confirm the patellar wear. Radiographic review confirmed possible polyethylene wear of the lateral compartment with associated metal on metal appearance. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.